Event description:
The customer reported a burning smell from the pcs®2 plasma collection system. The device was evaluated by a haemonetics field service engineer, who had found that the display distribution cable was excessively twisted and had scorch marks present which confirms the cable had burned. There was no report of injury to the device operator or donor. The display distribution cable was replaced, the device passed all diagnostic testing and was returned to service.